Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not release after closure. The procedure spent approximately two to three minutes repeatedly opening and closing the clip until the jaws successfully opened. The clip was then safely removed from the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.